Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, the right atrial (ra) lead and right ventricular (rv) lead showed loss of capture after the replacement implantable pulse generator (ipg) was connected and a loose pin connection was suspected. An attempt was made to connect the pacemaker and the leads again, however, the pacing failure continued. An analyzer measurement was carried out, and pacing failure was reproducible when the lead was moved, as the same as when the pacemaker was connected. In addition, the atrial and ventricular pacing impedance were beyond an acceptable range when the pacemaker was connected with the lead and the pacing configuration unexpectedly changed to unipolar pacing. It was noted at the previous device implant several years prior, there had been a great deal of stress applied to the leads and the leads had been implanted with this stress for fourteen years, so it was suspected there was damage on the lead site where stress was applied. A single chamber pacemaker was implanted instead, a new lead was implanted on the right side and both the ra and rv lead were capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.